Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935m55 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had dislodged post operation. X-ray indicated that the lead had lost all slack. The lead sensitivity had decreased. The lead was revised and repositioned remaining in use. No patient complications have been reported as a result of this event.